Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for downstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition "failed psi test" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pound per square inch (psi). The measurement was set up correctly, the downstream pressure limit is set to med and waited a few seconds to allow flow to go through, closed the line and waited for the downstream occlusion alarm to appear to get the result of the psi on the gauge the event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.